Manufacturer narrative:
Insulin pump received with stripped battery cap coin slot(p), cracked belt clip slot, cracked battery tube threads and cracked reservoir tube lip. Insulin pump passed the displacement. The test p-cap/reservoir does lock into place. (B)(4). A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that the insulin pump was cracked on the battery case. No harm requiring medical intervention was reported. The insulin pump was returned for the analysis.